Event description:
This case was initially received via regulatory authority ((B)(6)) on 03-may-2018. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("total and bilateral salpingectomy via laparoscopy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("fatigue"), headache ("headaches") and arthralgia ("joint pain"). The patient was treated with surgery (total and bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, fatigue, headache and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue, headache and medical device removal with essure. The reporter commented: integrity of the tubes. No tubal injury. Total and bilateral salpingectomy via laparoscopy. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 755 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1805890) on 03-may-2018. The most recent information was received on 02-oct-2018. This spontaneous case was reported by a physician and describes the occurrence of salpingectomy ("total and bilateral salpingectomy via laparoscopy") in a 44-year-old female patient who had essure (batch no. E71800) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("fatigue"), headache ("headaches") and arthralgia ("joint pain"). The patient was treated with surgery (total and bilateral salpingectomy via laparoscopy after request of the patient). Essure was removed on (B)(6) 2018. At the time of the report, the salpingectomy, fatigue, headache and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue, headache and salpingectomy with essure. The reporter commented: integrity of the tubes. No tubal injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) ) on 03-may-2018. The most recent information was received on 14-may-2018. This spontaneous case was reported by a physician and describes the occurrence of salpingectomy ("total and bilateral salpingectomy via laparoscopy") in a female patient who had essure (batch no. E71800) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("fatigue"), headache ("headaches") and arthralgia ("joint pain"). The patient was treated with total and bilateral salpingectomy via laparoscopy on (B)(6) 2018. At the time of the report, the salpingectomy, fatigue, headache and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue, headache and salpingectomy with essure. The reporter commented: integrity of the tubes. No tubal injury. Total and bilateral salpingectomy via laparoscopy. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: salpingectomy. The analysis in the global safety database revealed 39 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Most recent follow-up information incorporated above includes: on 14-may-2018: addition of essure lot number. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1805890) on 03-may-2018. The most recent information was received on 06-jun-2018. This spontaneous case was reported by a physician and describes the occurrence of salpingectomy ("total and bilateral salpingectomy via laparoscopy") in a female patient who had essure (batch no. E71800) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("fatigue"), headache ("headaches") and arthralgia ("joint pain"). The patient was treated with surgery (total and bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the salpingectomy, fatigue, headache and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue, headache and salpingectomy with essure. The reporter commented: integrity of the tubes. No tubal injury. Total and bilateral salpingectomy via laparoscopy. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 07-jun-2018 for the following meddra preferred term: salpingectomy. The analysis in the global safety database revealed 40 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jun-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4). On 03-may-2018. The most recent information was received on 26-jun-2018. This spontaneous case was reported by a physician and describes the occurrence of salpingectomy ("total and bilateral salpingectomy via laparoscopy") in a 44-year-old female patient who had essure (batch no. E71800) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("fatigue"), headache ("headaches") and arthralgia ("joint pain"). The patient was treated with surgery (total and bilateral salpingectomy via laparoscopy after request of the patient). Essure was removed on (B)(6) 2018. At the time of the report, the salpingectomy, fatigue, headache and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue, headache and salpingectomy with essure. The reporter commented: integrity of the tubes. No tubal injury. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 28-jun-2018 for the following meddra preferred term: salpingectomy. The analysis in the global safety database revealed 42 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jun-2018: report from physician ¿ patient¿s demographic data; essure insertion date (19-oct-2016); and essure removal method (total and bilateral salpingectomy via laparoscopy after request of the patient). No further information expected. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.